Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to rate variability and incorrect interpretation of signal. No changes were reported. The algorithm interaction caused the patient to experience long short arrhythmia induction.